Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eci system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that a reagent and/or instrument related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (patient 1= 0.690 vs. Expected result < 0.012 ng/ml) from a single patient sample processed on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected result was not reported from the laboratory. The customer repeated the sample in duplicates as per customer policy prior to reporting. There was no report of patient harm as a result of this event. (B)(4).